Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: the doctor reported the cuff of the tube did not inflate during check prior to use. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.